Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 410 mg/dl. The customer's son stated that the reservoir that the reservoir would not fit into the insulin pump. The customer was advised to clear the no delivery alarm using the esc and act buttons and to disconnect from the insulin pump. The customer did not verify that insulin exited the tubing with a plunger push because the reservoir would not fit. However, he was later able to perform the set change and confirmed that the insulin pump was working. The customer declined to troubleshoot for the high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.